Event description:
It was reported that t: slim x2 pump housing around usb port was damaged, causing issues with charging and making pump no longer watertight, though pump had not shut down and caller was unsure how the damage occurred. There was no reported impact to the customer¿s blood glucose level. Customer continued using current pump while tandem technical support arranged a replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return damaged pump using prepaid label within 10 days, which customer understood and acknowledged.